Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('displaced essure coil') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and weight fluctuation ("weight gain, weight loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, abdominal pain, menorrhagia, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, device dislocation, fatigue, menorrhagia, pelvic pain and weight fluctuation to be related to essure. The reporter commented: discrepancy: essure removal on (B)(6) 2012 but also (unspecified) : 2012 only or (B)(6) 2012 - essure removal date reported to be prior to essure insertion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: incomplete occlusion of the left fallopian tube and displaced essure coil.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event displaced essure coil was added. Reporter, lab data were added. On (B)(6) 2021: essure removal date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and weight fluctuation ("weight gain, weight loss"). The patient was treated with surgery (essure removal). Essure was removed in 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, fatigue and weight fluctuation outcome was unknown. The reporter considered abdominal pain, fatigue, menorrhagia, pelvic pain and weight fluctuation to be related to essure. The reporter commented: (B)(6) 2012 essure removal date reported to be prior to essure insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received events "pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, weight gain, weight loss" were added. Reporter information, patient demographics, essure removal date was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.